Event description:
Distributor sales representative reported to fhc product manager that upon reviewing the consumables the hospital had just received from fhc, found a box of insertion tubes and questioned the catalog number. The tubes sent were 7 mm longer than the ones ordered. No surgery delay or patient impact resulted from shipment of the incorrect tubes.

Manufacturer narrative:
This was a wrong product shipped error. No surgery delays or patient injuries were noted due to this issue. Tubes were shipped for the microtargeting drive when the surgeon was to have used the star drive and their associated tubes. Use of the star drive was abandoned prior to the surgery due to the surgeon's preference.